Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported to the company through a poster presentation at the esc congress 2019 that following the battery performance alert (bpa) advisory, a bpa was received by clinicians from nine facilities. There were 43 patients subject to premature battery depletion, but no mention of surgical procedures was mentioned.